Manufacturer narrative:
Device was received with a cracked case corner of the belt clip rails near the battery compartment. Device was received with a blank display due to problem isolated on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in case. The customer¿s blood glucose level was 122 mg/dl at the time of incident. Customer reported that the crack was seen from back to the front. The insulin pump will be returned for analysis.